Event description:
The device reportedly stopped pacing during pt use. The device operator was reportedly able to get the device to pace by flexing the therapy cable at the device connector. The pt's details and outcome have been requested from the facility.